Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after the surgeon removed a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+2.5/072 (sphere/cylinder/axis) from the vial, it was discovered that the lens was torn/broken. This occurred on (B)(6) 2019. The cause of the event is reported as unknown. The lens did not touch the patient's eye.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Returned product evaluation found haptic torn. Claim# (B)(4).